Event description:
It was reported that, at the end of an unknown procedure, during needle outflow, the subject single-use aspiration needle metal end cap of the sheath came off. There was no harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Cause could not be established due to no findings or lack of information of the condition of the aspiration needle. A device history review (DHR) was unable to be performed as lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, at the end of an unknown procedure, during needle outflow, the subject single-use aspiration needle metal end cap of the sheath came off. There was no harm or injury reported.